Event description:
An attempt was made to use a submarine plus pta balloon catheter to treat a calcified lesion. However, it was reported that the balloon burst at nominal pressure. No patient complication was reported.

Manufacturer narrative:
Evaluation: results: (based on the information provided no root cause can be determined). (B)(4).